Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results on the subject meter of "179 and 151 mg/dl" within 10 minutes of each other. The patient also reported an inaccuracy compared to a laboratory device, but the lab result was not provided. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.